Event description:
It was reported that while stimulation was turned on the patient had no stimulation sensation since he recharged the last time 2 days prior to report. It was noted he had almost a full charge but when he turned it on he could not feel the stimulation at all even after he reached the highest limit "at a rate of 10.50" on program a. It was logged the patient had no other programs available. It was reported the patient spoke with a manufacturer representative on the day of report and she would not be able to see him until (B)(6). It was reported the patient was really in a lot of pain. It was noted that if the patient was at the highest rate and had no other programs available so there was no further changes they could make over the phone.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)